Event description:
Account stated they had three pt ferritin results that exhibited precision problems. They were able to provide one example in which the original result was 1100 ng/ml and the repeat was 100 ng/ml. They later gave four more discrepant ferritin results as follows (original/repeat): 730/86, 853/59, 1327/71, 1335/55. The account also mentioned they had seen similar results for crp, but could not provide examples. None of the affected patients were adversely affected. The field service rep was able to repair the instrument by replacing the diluent.